Event description:
I used renu with moisture loc form 09/13/04 - 04/05/06. When I visited my eye dr, it was solution given to me when I got my contacts. So I continued to use the same when I would run out. I first started experiencing problems shortly after maybe 2 to 3 weeks. I went back to the dr. The first diagnosis was giant pappilary conjunctivitis. I was given zymar eye drops to use for two weeks. I couldn't wear my contacts during that time. Once the infection cleared, I would wear my contacts may be on the weekend, by tuesday I was back at the dr's office. Next diagnosis was marginal corneal ulcer/chronic follicular conjunctivitis. At this time I was given lotemax to treat my infection until 07/11/05. When I went to a corneal specialist recommended through my medical provider. He mentioned thygart's disease which is hereditary. No one in my family has this disease. He also wanted to prescribe lotemax but I was already being treated with that so he gave me falcon - prednisolne acetate ophthalmic suspension usp. My regular dr told me to be careful using this because it is a steroid eye drop.